Event description:
The patient underwent bilateral breast implants (silicone) in 2017, two years after s/p bilateral mastectomy procedure. Patient indicated left breast was painful late last year and was seen in the ed; patient scheduled for outpatient MRI. Patient's pain worsened over next few days with nipple engorgement and "red blood like material" oozing out. Two weeks later, patient noticed "gel (was) coming out of her left nipple". Patient was taking to surgery for implant removal and replacement with saline implants. Surgical op note, "there was a hole at the center of the implant (left) directly under the left reconstructed nipple. There was a fistula track from the left breast implant perforation, through pectoralis major and through the left nipple to skin. There was an active gel leak."